Event description:
It was reported that sometime post a port placement, the patient allegedly complained of pain while administering the drug. Furthermore, there is no information provided regarding medical intervention nor medications prescribed to treat pain. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport clearvue isp implantable port attached to a catheter was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. The port was patent to both infusion and aspiration. No leaks were observed throughout tests. No anomalies were observed. Therefore, the investigation is inconclusive for the reported pain issue as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the patient allegedly complained of pain while administering the drug. Furthermore, there is no information provided regarding medical intervention nor medications prescribed to treat pain. Reportedly, the port was removed. There was no reported patient injury.